Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump passed the self test and the back light functioned properly and no back light anomaly was noted. The insulin pump was monitored for 96 hours and no constant tone was noted. The insulin pump communicated properly with the transmitter sensor and glucose sensor simulator and no unexpected lost sensor alarm was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump sounded a constant tone when the backlight was on continuously. The customer did not recall the blood glucose reading. He stated that no alarm occurred prior to his observing the tone. He was unable to determine what caused the issue. He also reported that he had gone through 3 batteries in 2.5 days. Advised replacement of the insulin pump. Nothing further reported.